Event description:
The report stated that there was a problem with the device at the medical ctr. The ventilator alarmed e11 and failed to cycle, the pt was manually hand bag ventilated and transferred to another ventilator.